Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The control board was replaced.

Event description:
When turning on the unit, the machine switched to "alt o2" mode. There was no report of patient involvement.